Event description:
It was reported that the 9800 sys had a collimator iris potentiometer error during a case. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The fluoro function board was replaced during the svc call.